Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that t2 femoral nail primary surgery was performed in other hospital 10 years ago. This time, the patient fell and had a femoral neck fracture. The surgery was performed on (B)(6) 2016. In the surgery, the nail and screws were extracted and a bipolar was inserted. And then, it was found that the distal screws were broken.

Manufacturer narrative:
Evaluation revealed both broken locking screws to be the primary products. The other implants reported were considered associated products. A review of the device history records and the raw material certificates of the broken locking screws revealed no conspicuities. The affected items reported were documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. Due to the damage the original dimensions of the locking screws have changed; thus, dimensional examination was not appropriate. The received locking screws (and the associated implants) have been implanted 10 years ago during a t2 femur nail treatment and were found to be broken after a fall of the patient in (B)(6) 2016. According to information received the patient did not complain about the implants before the fall. The locking screws returned are completely broken approx. Midshaft, whereas they broke into 3 fragments (head-, middle- and tip-portion). The mid-fragment of the 75 mm screw (item #1) was still located inside the distal screw hole of the nail upon receipt. All 8 breakage surfaces of the broken locking screws show features of a fatigue fracture such as smooth topography and lines of rest. Plastic deformation was not found. Damage found at the threads of the broken locking screw such as friction signs resp. Bearing points indicate high axial load application, as well. The counterparts (corresponding friction signs) are found at the screw holes of the nail. Appearance of the breakage surfaces indicates that the screws fractured in a fatigue manner due to massive and permanent overload (after 10 years). The fall of the patient has certainly contributed to the incident or even caused the implant fractures, whereas due to missing information no statement can be made to which extent the patient¿s condition has influenced the incident. The undated CT received shows both distal locking screws to be broken. No further x-rays were provided which could have indicated information regarding the bone quality / condition. Likewise, no CT resp. Image taken directly before the fall could be provided. Based on the above observations the fractures of the locking screws are not linked to a deficiency of the devices but are rather patient related. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
It was reported that t2 femoral nail primary surgery was performed in other hospital 10 years ago. This time, the patient fell and had a femoral neck fracture. The surgery was performed on (B)(6) 2016. In the surgery, the nail and screws were extracted and a bipolar was inserted. And then, it was found that the distal screws were broken.